Event description:
This case was reported by a lawyer and described the occurence of nerve injury in a female patient who received super poligrip denture adhesive cream (B)(4) and fixodent denture adhesive cream for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip and fixodent. At an unknown time after starting super poligrip and fixodent, the patient experienced permanent neurological injuries from excessive exposure to zinc. At the time of reporting, the events were unresolved. The attorney stated that the patient was "not made aware of the correct dosage and/or usage of the super poligrip and fixodent products which resulted in overuse and excessive absorption and/or ingestion of zinc resulting in dangerous and serious side effects, including but not limited to neuropathy, hyperzincemia, hypocupremia and/or such other side effects as well as other severe and permanent health consequences." The attorneys stated "this copper depletion results in the development of, inter alia, a constellation of neurological symptoms generally referred to as neuropathy and other complications." This case is considered medically serious by gsk. At the time of the filing of the legal complaint, (B)(6) and had been wearing dentures for approximately 22 years.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).